Manufacturer narrative:
Additional information: due to characterization limit e1 ((B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) overheating occured. There was no patient harm.

Manufacturer narrative:
Due to character restriction in block e1 event site name is (B)(6). E1 event site address is (B)(6). Updated field: b4, g3, g6, h2, h11, d9, h3, h6 (type of investigation, investigation findings, investigation conclusions). Corrected field: e1 (initial reporter, revent site name, event site address, event site city), d10. A getinge field service engineer (fse) evaluated the unit and could not reproduce the reported issue. No sudden rise in compressor temperature or thermistor failure was confirmed. Given the frequent occurrence of v-tach (hr120-155) and constant rate fluctuations, as well as the possibility of damage to the catheter shaft, it is highly likely that the compressor was overloaded. After each operation was confirmed based on the inspection record sheet and it was confirmed to be in good working order.

Event description:
N/a.